Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at fused section near filter during an infusion. The customer states "there were several dates" however no details were given for other specific events therefore, this is the only file. There was no patient harm.

Event description:
The customer reported that the tubing leaked at fused section near filter during an infusion. The customer states "there were several dates" however no details were given for other specific events therefore, this is the only file. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the fused section near the filter was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the leak was not determined.